Manufacturer narrative:
Additional information received reported that the patient was female with a date of birth of (B)(6). Also, the explant date was (B)(6) 2017. There was no incision enlargement, vitrectomy, or sutures used. The patient is fine and no complications were observed or reported. The lens was replaced with a non-amo lens. No additional information was provided. Age/date of birth: (B)(6) 1936. Gender/sex: female if explanted, give date: (B)(6) 2017. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 10/23/2017. Device returned to manufacturer?: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. In the package was a sealed pouch with a unused lens in the daisy wheel. Considering the condition of the lens no additional analysis is required. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct225 20.0 diopter intraocular lens was implanted on (B)(6) 2017. It was later explanted due to a post surgical refractive surprise. Additional information not provided.